Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm was 54 mm in diameter. The aortic neck is short measuring 8 - 12 mm in length and it had moderate anterior and left to right angulation. The bifurcated stent graft was accurately placed 1 mm below the renal arteries with the right renal being the lower. It was reported that there was a proximal type 1 endoleak present. The decision was made to implant an aortic cuff proximally to address the endoleak; however, the cuff impinged on the right renal artery and partially covered it by 1 - 2 mm. There was still flow into the right renal and the endoleak was resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) patient's condition affected effectiveness of device (short neck), (B)(4) unapproved use of device (short neck). Evaluation, conclusion: (B)(4) device failure/lack of effectiveness related to patient condition (short neck), (B)(4) user error contributed to event (short neck).